Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water. The customer¿s blood glucose was 151 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer stated stepping into a pool and pump is now alarming. The customer stared pump has a rainbow pattern and can see water in pump. The pump is vibrating without an alarm and has a blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.